Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted from the previous supplemental report. Due to the receipt of the complaint device, it stands to reason that the device was explanted from the patient. As a result of the patient's capsular contracture, she underwent bilateral explantation on an unspecified date. In section b, the "required intervention" selection has been selected in place of "other serious". In section h, the patient code "no code available" has been added to represent the explantation. Additionally, on february 25, 2020, the product investigation was completed. Device investigation summary: the device was visually inspected and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 225cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture baker grade iii. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.